Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with myocardial infarction and underwent coronary arteriography which revealed fibrosis in the anterior descending artery. Angioplasty was performed using a balloon catheter and a 2.50 x 12mm synergy¿ drug-eluting stent was advanced to treat the lesion. When the stent was being implanted, an alteration in its visualization was observed which gave the impression of the presence of a foreign body. An angiographic view revealed separation of a segment of the exit port of the device. The device was immediately removed from the patient. The procedure was completed successfully with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device did not detach in the patient's body. The 'separated part', noted during fluoroscopic vision, was a defect so small it would go unnoticed during manipulation but would be magnified by the vision of x-ray.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. A pigtail mandrel was returned, stuck in the wire lumen of the device. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a severe kink at the exchange port site. This type of damage is consistent with excessive forces that could have been applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the device did not detach in the patient's body. The 'separated part', noted during fluoroscopic vision, was a defect so small it would go unnoticed during manipulation but would be magnified by the vision of x-ray.